Manufacturer narrative:
The investigation into the reported purge leak and access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The root cause of the leak in the purge sidearm was most likely damage to the yellow luer. Furthermore, the root cause of the access site hematoma was unable to be determined. Section d4: unique identifier (UDI) #.

Manufacturer narrative:
The impella 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.5 pump inserted in the right axillary for cardiomyopathy. The patient¿s access site was opened by a vascular surgeon to remove clots.